Event description:
Healthcare professional (hcp) reports three incidents of blood leaks with the CT 190g dialyzer. It was reported that the first incident occurred 1-2 minutes into treatment (reuse #5). The second incident occurred approximately 5 minutes into treatment (reuse #5). The third incident occurred approximately 15 minutes into treatment (reuse #10). It was reported that for each incident, blood was not returned to the pt with an estimated blood loss of 200cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention to report per hcp.